Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Regarding event description: could you please clarify if is related to one patient? No, several patients (animals). 2. If, not, please provide further details for each patient animals. 3. Could you please clarify how many devices where involved? Several, but exact number is unclear. 4. Could you please clarify if there were any patient consequences related to intra op-issue? If yes, could you please clarify if was any change in the post-operative care of the patient as a result of the event? Yes, use of higher number of staples. 5. Could you please clarify if there were any patient consequences related to post-op? If yes, could you please clarify if was any change in the post-operative care of the patient as a result of the event? Yes, a wound dehiscence leading to re-suturing of the wound. 6. How long after the procedure was the issue of staples coming off noticed? Some hours. 7. Did this happen to the whole staple line? Yes. 8. How was the issue solved? Re-suturing the wound. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the wound where the staples were applied? What was the animal(s)? Was there any difficulty if firing the device? What was the user experience with the pmw35 device? Was this a re-used device? What were the shape of the deployed staples?

Event description:
It was reported it was recently experienced that the skin staples sit lose and even come off during the procedure and in one case after the procedure.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the pmw35 device was returned sterile with no apparent damage. The device was opened and tested for functionality the device fired and formed the all staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Batch #:t5c850. Manufactured date: 04/26/2019. Product exp. Date: 03/26/2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Batch #: t5ck2j. Manufactured date: 05/23/2019. Product exp. Date: 04/23/2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Batch #: t5ck4v. Manufactured date: 05/23/2019. Product exp. Date: 4/23/2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Batch #: t5ck8r. Manufactured date: 05/24/2019. Product exp. Date: 04/24/2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.